Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the coil was slightly protruding from the tip of the catheter upon removal. Vascular access was obtained via ipsilateral approach. The target lesion was located in the severely tortuous and mildly calcified iliac artery. A 9mm x 20cm idc was selected for use. During introduction, it was noted that the coil became detached inside the catheter. In addition, the coil was slightly protruding from the tip of the catheter upon removal from the patient. The procedure was completed with the same catheter and another of the same coil. No patient complications were reported.